Event description:
The customer reported that she was hospitalized due to low blood glucose levels. Prior to the event, the customer was packing for a trip, and stated she may not have eaten enough for the insulin she had previously given herself. The customer has had no issues since the event, and declined to conduct troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.